Event description:
The report received from the USA stating that the device "overheated with smoke". The device was being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.